Manufacturer narrative:
It was reported that there was a leak. Samples arrived under (B)(4). From the investigation, one sample of material number 2420-0007 and one sample model 20129e was returned for investigation. Visual examination of the sample did not indicate any damages or abnormalities of the infusion set, however, there was visual evidence of dried medication on the outer surface of the drip chamber spike. The infusion set remained connected to the 20129e extension set with filter, and was then primed with a 85% glycerin and 15% water solution due to the customer stating the infusion set was used with lipids. A simulated infusion was conducted at a rate of 125 ml/hr and there were no leaks identified from the sample. From the evidence of the dried medication on the drip chamber, it is possible that the leakage reported came from an issue with the medication bag connector and not the drip chamber spike. The customer complaint of leakage could not be replicated. A root cause was not established because the failure was not replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking the following information was received by the initial reporter with the following verbatim omegaven lipids noted to be leaking @0626am on 11/14/23. No apparent hole seen on tubing or lipid bag. Also, leaked IV fluid did not stain floor/IV pump with the typical white stain from lipids. Instead, it was clear/oily, wasn't visible. Floor/ IV pump and lipid tubing felt slippery to the touch. Product#: al20129e.